Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglides referenced in this report are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using three proglide devices via a 6f sheath after a neuro-intervention procedure. Reportedly, a cuff miss occurred with the three proglide devices. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: device status changed from returning to discarded. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Sterile, unused proglide devices were received and testing was successfully performed on the returned sterile devices with no malfunction noted. The additional perclose proglide devices referenced in describe event or problem are being filed under separate manufacturer report numbers.

Event description:
Subsequent to the initial MDR report filed, additional information was received reporting: three additional proglide devices were used and cuff misses occurred. No additional information was provided.